Event description:
Tip of arthroscopic probe hit the cannula and popped off, when we took the probe out we noticed the piece was missing and was able to go back in and retrieve the tip in it's entirety. Case finished without complications.